Manufacturer narrative:
(B) (4). Cartridge split. (B) (4).

Event description:
The reporter stated, the surgeon was inserting an 11.0 diopter aq2015a silicone aspheric three piece lens and the cartridge split. The cartridge touched the pt's eye, but there was no eye contact with the lens. There was no pt injury. Another same model lens was implanted. The reporter stated, it was unk if the lens was damaged.